Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient experienced pain near the right atrial (ra) lead. Low impedance was noted in both configurations. A possible micro perforation was suspected but not confirmed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.